Event description:
This is to advise you that on february 9, 1993 aware of a 2x2 cn burn to a patient caused by "air fluidized therapy" bed; the burn was apparently caused by the failure of the bed to cool to the level of the set controls (84 degress f) (measured temperature of bewd with temperature probe was 100.7 degress.) As of this writing we are advised that no defect was found by manufacturer when it evaluated the bed and the temperature control devicesinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.